Event description:
It was reported that the patient presented at the clinic with dizziness due to sinus bradycardia and an increase in ventricular threshold. Attempts to interrogate the implantable pulse generator (ipg) were unsuccessful and the ipg showed no magnet response. The ipg was at end of life. The patient was admitted to the hospital the day before the ipg change for observation. It was noted that one month earlier, the patient had a routine check and the battery voltage indicated ten to thirty-six months longevity left. The ipg was removed and replaced with a new device and the ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned for analysis. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.